Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab was able to duplicate and confirm the customer's reported issue of transducer fault upon start up. The following tranducer faults were noted: sensor, differential pressure, and miniture. This is a known issue which can be referenced with CAPA ca-2017-0206.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has transducer/xducr fault,vent inoperable and motor fault alarms on start up. The reporter confirmed that there is no patient involvement associated on this event.